Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : c4tr01 implantable pulse generator (ipg) (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular lead had a polarity switch on the same day the patient underwent bypass surgery. The lead impedances and threshold were checked and the device was checked; all were functioning appropriately and the polarity switch was attributed to the surgery. The lead remains in use. No patient complications have been reported as a result of this event.